Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the ivc filter tilted, caused stenosis in the ivc, and has detached. Furthermore it was alleged the ivc filter perforated the abdominal aorta, duodenum, a branch of the ivc, mesentery, and small bowel. The device was removed percutaneously. At the time of the removal procedure, it was found that one of the detached struts embolized in the patients lung, however, it is now lodged in the distal branch of r hepatic vein. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a device history record (DHR) review was not performed as the lot number was unknown. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately eleven years after filter deployment , a CT of the abdomen revealed a tilted filter with all legs of the filter perforating the wall of the ivc. One leg had penetrated the wall of the aorta, a second penetrated the duodenum. Approximately eleven years nine months post filter deployment, the ivc filter retrieval was successfully performed. During the retrieval of the filter, the fractured strut dislodged, likely in a distal right lower lobe pulmonary arterial branch. Approximately two months post filter retrieval, a CT revealed fractured ivc filter strut in the distal right hepatic vein. Therefore, the investigation can be confirmed for filter tilt, perforation of the ivc and limb detachment. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the ivc filter tilted, caused stenosis in the ivc, and has detached. Furthermore it was alleged the ivc filter perforated the abdominal aorta, duodenum, a branch of the ivc, mesentery, and small bowel. The device was removed percutaneously. At the time of the removal procedure, it was found that one of the detached struts embolized in the patients lung, however, it is now lodged in the distal branch of r hepatic vein. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a device history record review was not performed as the lot number was unknown. Investigation summary: the device was not returned for evaluation. Medical records and photos were provided and reviewed. One electronic photo was provided. The photo shows a g2 filter; fibrotic tissues were present in apex and one of the filter limbs. There are 11 limbs are present on the filter. Based on the photo review, the investigation is confirmed for filter limb detachment. The bard g2 filter was implanted for a patient with pulmonary embolism. Approximately eleven years one month of post filter deployment, computed tomography (CT) abdomen revealed that filter was present below the renal veins. The filter was tilted anteriorly with its cone on the wall of the inferior vena cava possibly embedded in the wall. One of the arms of the filter was fractured and extended superior and to the left of the cone of the filter. All legs of the filter had perforated through the wall of the inferior vena cava. One of the legs had penetrated into the wall of the aorta and another had penetrated into the wall of the duodenum. Both of these legs were possibly embedded in these organs. The other legs were in the pericaval/mesenteric fat. Eventually, after eight months and thirteen days, a computed tomography angiogram (cta) results revealed rightward tilted filter with one of the struts protruded next to the posterior aorta, another one in the anterior spine and the more anterior one protruded towards the duodenum. After one week and three days, an attempt was made to retrieve the filter. A scout radiograph was initially revealed that an infrarenal inferior vena cava filter with one of these struts fractured and projected cranially. The inferior vena cava venogram was revealed that the fractured strut was no longer within the inferior vena cava and no inferior vena cava filter thrombus. However, it was decided to retrieve the filter. An retrieval attempt using 16-french sheath along with endobronchial forceps and 50 mm gooseneck snare were made. After unsuccessful attempt of using endobronchial forceps and 50 mm gooseneck snare the filter was retrieved using endobronchial forceps. A scout radiograph revealed that the strut to be projected over the right upper quadrant. At this point, a cone-beam computed tomography (CT) was revealed the position of the strut and results showed that the strut was located posteriorly, likely in a very distal right lower lobe arterial branch, adjacent to the diaphragm. Given its location, decision was made to leave the strut behind, as it was too distal to proceed with the catheter and snare. After one month and twenty days, thin section axial images using computed tomography (CT) abdomen and pelvis revealed that there was a linear hyper-attenuated material in the peripheral segment 6/7, consistent with fractured inferior vena cava filter strut lodged in a distal branch of the right hepatic vein. Therefore, the investigation can be confirmed for filter tilt, perforation of the ivc, retrieval difficulties and filter limb detachment. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records will not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the ivc filter tilted, caused stenosis in the ivc, and has detached. Furthermore it was alleged the ivc filter perforated the abdominal aorta, duodenum, a branch of the ivc, mesentery, and small bowel. The device was removed percutaneously. At the time of the removal procedure, it was found that one of the detached struts embolized in the patients lung, however, it is now lodged in the distal branch of r hepatic vein. The current status of the patient is unknown.